Event description:
It was reported that while using the mr8 drill, an inner bearing from the drill attachment fell off while the scrub nurse was changing the drill bit. It was also reported drill burr was stuck inside the handpiece, and the scrub team had to use a surgical clip to pull it out. It was reported there was no patient involvement.

Manufacturer narrative:
H3 product analysis: evaluation determined that the distal bearing is detached. The likely cause of failure could not be determined. It was also noted that the tube is corroded. Laser markings on the tube are faded and the bearings are noisy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.